Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential reading over a one minute time frame on the precision xtra blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.